Event description:
It was reported that during a stenting treatment procedure, deployment difficulties were encountered. The lesion being treated was located in the left common iliac artery. The lesion was predilated with a wanda pta balloon. Following predilation, the physician advanced the express ld stent 8x57 to the target lesion. During deployment of the stent, the balloon only inflated to 3 atm's. The physician attempted to inflate the balloon to nominal pressure, however, this was unsuccessful. The physician then deflated the balloon and noted that there was blood coming back into the inflation device and a balloon leak was suspected. The physician then performed 10-20 rapid short inflations in order to deploy the stent enough to remove the delivery device. The delivery device was able to be removed without incident and a wanda pta balloon was used to post dilate and completely deploy the stent. The procedure was completed with a good result. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, deployment difficulties were encountered. The lesion being treated was located in the left common iliac artery. The lesion was predilated with a wanda pta balloon. Following predilation, the physician advanced the express ld stent 8x57 to the target lesion. During deployment of the stent, the balloon only inflated to 3 atm's. The physician attempted to inflate the balloon to nominal pressure, however, this was unsuccessful. The physician then deflated the balloon and noted that there was blood coming back into the inflation device and a balloon leak was suspected. The physician then performed 10-20 rapid short inflations in order to deploy the stent enough to remove the delivery device. The delivery device was able to be removed without incident and a wanda pta balloon was used to post dilate and completely deploy the stent. The procedure was completed with a good result. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: microscopic examination of the balloon material noted a pinhole located over the distal markerband. No other issues were noted with the device. The damage noted to the balloon may be consistent with the difficulty deploying the stent which was experienced by the physician during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).